Event description:
It was reported that the customer went to give a bolus and the numbers began ramping the insulin pump. Customer's blood glucose level was 5 mmol/l. Customer removed the battery twice and had the same issue, but on the second time a button error was triggered. Customer was advised to return the pump for analysis. Insulin pump will need to be replaced. Customer agreed to return the pump. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.